Event description:
Start bleeding soon, after placement of essure. I was bleeding 6 months. I took many medications to stop the bleeding after going through a lot of tummy aches and a lot of migraine attacks often, and many voices. I want my life back. FDA safety report ID# (B)(4).